Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004 - patient underwent ventral hernia repair with implant of a kugel patch. The hernia was incarcerated and involved a sliding component with the bladder. That evening, post-op, "she vomited and felt something pull or snap in her abdomen". On (B)(6) 2004 - patient underwent exploratory procedure for pain and 'fullness' in her wound. The kugel patch had come free. Three stitches were not intact, and two sutures, which were still attached to the fascia with knots intact, had torn through the mesh. The hernia had reoccurred between the fascia and the kugel patch. Kugel patch was explanted and replaced with implant of a flat mesh, which was cut to size. On (B)(6) 2005 - patient underwent repair of hernia recurrence. The flat mesh was explanted and a composix kugel mesh was implanted. Lysis of adhesions was performed.

Manufacturer narrative:
Information related to the recalled composix kugel mesh implanted on (B)(6) 2005, will be reported in accordance with rae 2008-004. As reported, the patient experience vomiting which compromised the repair and necessitated the need for surgical intervention. The issue is not device related. See MDR 1213643-2012-00693 for information related to the flat mesh implanted on (B)(6) 2004.